Event description:
During the coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. The report did not provide any additional information. No patient complications were reported.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the tension spring components are inside the deployment tube. Additional information shows that the seal is lodged between spring crimps and is cracked. The complaint is confirmed for non-deployment.